Manufacturer narrative:
The device analysis report is attached. This report is submitted on december 21, 2020.

Manufacturer narrative:
This report is submitted on november 19, 2020.

Event description:
Per the clinic, the patient experienced poor performance with the device. The device was explanted on (B)(6) 2020. There are no plans to reimplant the patient with a new device as of the date of this report.